Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Shaft inside of sheath is locked up. Entire attachment will spin while on low speed unit. Doctor may have tried to hold the sheath while using. Because the shaft was locked up and holding the sheath will cause the attachment to heat up. Also, the attachment will not accept a bur. Attachment will not close for bur and bur will not go into opening.

Event description:
It was reported that a triple-seal prophy right angle head overheated during use; no injury resulted.